Event description:
It was reported that the electric cord emitted sparks. Visual inspection of the cord revealed that it had been cut by some sharp object, exposing electrical wires and allowing them to emit sparks. We concluded that this report was attributable to misuse on the part of the consumer.